Event description:
It was discovered in a literature review by medtronic neurosurgery that the shunt implanted in one of the patients was removed due to infection. According to the article, two patients were withdrawn from the study due to sever disability. It was stated that one patient developed severe dementia. According to the article, three subdural effusions occurred in group 2 in the patients who did not respond to the shunt. It was also stated that three patients had symptomatic subdural effusions with orthostatic headaches. According to the article, four patients had a possible shunt malfunction.

Manufacturer narrative:
The report came from literature article titled "a randomised trial of high and low pressure level settings on an adjustable ventriculoperitoneal shunt valve for idiopathic normal pressure hydrocephalus. Results of the (B)(6) trial". The article contained only limited and non-specific device information. The products were unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible due to the lot number being unknown. All of our valves are 100% tested at the time of manufacture.